Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with mesh, anterior colorrhaphy, posterior colporrhaphy, bilateral retroperitoneal and vaginal vault suspension, due to total vaginal vault prolapse, cystocele, rectocel, large enterocele, and stress urinary incontinence. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches: 2210968-2014-00959 and 2210968-2014-00988. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, and other. It was reported that the patient underwent excision of mesh/scar from anterior vaginal wall, anterior colporrhaphy, sacrospinous ligament fixation, vaginal hysterectomy on (B)(6) 2013. (B)(4).